Event description:
Approximately a year and eight months post index procedure, the patient complaint of chest pain and went to the hospital. Coronary angiography was conducted and thrombus was observed in the cypher stent. The thrombus was treated by aspiration and plain old balloon angioplasty. Fifteen days later, the patient recovered and was discharged from the hospital. The patient was admitted for an emergent case due to an acute myocardial infarction in 2005. The patient had a de novo lesion in the proximal left anterior descending branch. The lesion was type b1 and concentric. The lesion length was 18mm and the vessel diameter was 3.5mm. A 3.5 x 23mm cypher stent was implanted at 18atm for 20 seconds. The residual percentage of stenosis was 0. The patient's medications include the following: aspirin (intra and post procedure), ticlopidine hydrochloride (intra and post procedure), heparin (intra procedure) and isosorbide dinitrate (intra procedure). The physician commented that the possible cause of the thrombotic event was due to the patient not taking the anti-platelet medicine.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.